Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex artery that was heavily calcified. The 2.00 x 15 mm mini trek balloon ruptured on the first inflation at 12 atmospheres. The balloon catheter was removed without issue from the patient and a new mini trek balloon was used to complete the case. There was no resistance during advancement of the balloon catheter to the lesion site. There was no resistance during removal of the protective sheath and the balloon was prepped per instructions for use without any issues noted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The balloon rupture was not confirmed; however, the inner member was separated at the proximal balloon marker which is likely what was perceived as the rupture since the tip leaked during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported complaint.